Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, review of labeling, and review of historical data. The field service engineer (fse) inspected the analyzer and found one of the elements of the temperature control card was blackened. The fse also noted errors related to low voltage on the power supply and a blackened 12v fuse on the motherboard. The analyzer's electrical system, including fuses and cables in the card cage, were checked and found to be within specification, but the fse was unable to power the analyzer back on. The temperature controller board was replaced and the analyzer was returned to normal function. A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. A review of labeling showed that adequate information for troubleshooting error codes, information regarding electrical hazards, and instructions for performing an emergency shutdown of the i1000sr is provided to the user. There were no trends / similar complaints identified during the historical complaint review with respect to the bd, temperature controller (rohs) (pn 7-78560-03) or for the architect i1000sr, serial number (B)(4). Based on the results of this investigation, there is no indication of a deficiency for the bd, temperature controller (rohs) (pn 7-78560-03), but the information reasonably suggests a malfunction of the part occurred.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that during training on the architect analyzer a burning smell was noticed. The engineer inspected the analyzer and found the temperature controller board was blackened. There was no reported injury of a user or impact to patient management.